Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery noted general anesthesia, asa 2. No intraop complications noted. Discharged pod 1, post op shoe for 6 weeks, crutches for 2 weeks. Sutures out, healing well, "very much pain at the level of the second toe. Seems nerve pain. Already good mobility of the toes." Still a lot of pain, very sensitive second toe, previously attributed to nerve pain, afterwards splinter removed, slight recovery pain and remains sensitive, residual stiffness and swelling within normal limits. Foot doing well, sometimes a little swollen, has been wearing close toed shoes. Removal of ingrown toenail right foot second toe. Good wound healing, no complications. Pain in second and third toe right foot, stretches and padding provided, no further intervention noted at this time. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
The site has reported this event: lot of pain under mtp2 (feels like nerve pain). The devices were implanted to correct a deformity on the metatarsal in the right foot with a weil osteotomy. The event occurred 17 days post initial surgery.